Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no failed battery test noted. Device received with cracked battery tube thread and cracked case battery tube noted. Battery tube spring was inspected with no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 45 mg/dl at the time of the incident. The customer also reported that the insulin pump was not working due to battery failed alarm. The customer was assisted in troubleshooting. It was reported that the customer was not alleging that the insulin pump was over delivering. The spring was damaged. The customer was treated with food. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.